Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as hardware. The fse replaced the carbon bridge, hoses, flow cell, ise reference and buffer reagent which resolved the issue. Information not provided by customer. Initial reporter phone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of multiple erroneous na (sodium) patient results on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide initial and repeat patient results.